Manufacturer narrative:
Citation: pinto ra, proença t, carvalho mm, et al. Long-term ventricular pacing dependency and pacemaker implantation predictors after transcatheter aortic valve replacement - a 1-year follow-up. Dependência de pacing a longo-prazo e preditores de implante de pacemaker após implante percutâneo de prótese valvular aórtica ¿ 1 ano de seguimento. Arq bras cardiol. 2022;119(4):522-530. Doi:10.36660/abc.20210613. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding new conduction disturbances and permanent pacemaker implantation after transcatheter aortic valve replacement (tavr). A total of 340 patients were included in the study population. Medtronic (corevalve = 14, evolut r = 140, evolut pro = 72) and non-medtronic (various = 114) transcatheter valve types were used in the study. Following tavr, the authors observed new conduction disturbances in 64%, 51%, and 47% of corevalve, evolut r, and evolut pro recipients, respectively. Overall, 63 of the 340 patients in the study underwent permanent pacemaker implantation after tavr. Reasons for pacemaker implantation included: advanced (second degree mobitz ii or third degree) atrioventricular block (60.3%), left bundle branch block (lbbb) with low-grade atrioventricular block (22.2%), isolated lbbb (4.8%), and alternating bundle branch block (4.8%). No further information pertaining to medtronic products was noted.